Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged filter migration and thrombus above the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, a CT scan revealed that the filter migrated and thrombus was present above the filter. It was further reported that another ivc filter of a different manufacturer to be placed on (B)(6) 2017. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and five months post filter deployment, computed tomography (CT) revealed new pulmonary embolus, caudal migration of the inferior vena cava filter and clot above it. Subsequently, on the same day option filter was deployed in the patient. Therefore, the investigation is confirmed for the filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, g4. H11: d1, d4 (product catalog no), h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, a CT scan revealed that the filter migrated and thrombus was present above the filter. It was further reported that another ivc filter of a different manufacturer was placed. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.